Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years and 8 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra valve in the native aortic position, the patient was admitted for a computed tomography (CT) scan; severe aortic stenosis with a mean aortic valve gradient of 63mmhg were observed. Mild concentric left ventricular hypertrophy was also noted. The patient underwent a successful valve in valve procedure with a 20mm sapien 3 ultra resilia valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. Additions to section h6: type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve (thv) procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed minimal hypoattenuated leaflet thickening (halt) with mild calcification of the leaflets, and an under extended valve. In this case, the complaint of calcification was confirmed based on imagery provided for evaluation. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records and additional information from the clinical specialist. Sections b4, b5, b7, g3, g6, h2, h6: health effect - clinical code and h6: device code(s) have been updated. Corrections to sections b5, b7, h6: health effect - clinical code and h6: device code(s). The investigation is ongoing.

Event description:
According to an edwards proctor review, there was minimal hypoattenuated leaflet thickening (halt) and mild calcification of the leaflets. It is also noted that the valve was under extended. According to the provided medical records, the patient was admitted due to shortness of breath.